Event description:
It was reported that during routine testing, it was discovered that the small battery drive device was not running. The event was not related to surgery. There was no patient involvement. There were no patient or user injuries reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and the reported condition was substantiated. The assignable root cause was determined to be most likely due to internal motor or electronic control unit (ecu) failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.